Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked, and there was moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned a/nd evaluated by product analysis on 06/30/2015 with the following findings:. The bb shows a por associated with battery change. A returned battery cap does not fit securely in battery compartment and pump intermittently powers. The battery cap is damaged/stripped. A test battery cap was used to verify steps. A battery compartment crack was found above the pad from threads to seal case. There was moisture observed in battery compartment. The pump could not be run for 24 hours due to moisture damage, and battery cap/battery compartment issues. There was a battery compartment leak. The display is dim/fading. The battery cap measurements were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.